Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they saw a healthcare provider at the office who tested it with their machine and reset it and made sure it worked with the patient¿s. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an rf procedure earlier that day, and when they went to turn stimulation back on after the rf procedure, the por message appeared. It was stated that they had rf procedures before. It was explained that they must follow up with their healthcare provider to clear the por. There were no patient complications reported as a result of this event.